Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device & delivery system (wds) was successfully implanted. During the 45-day routine follow up transesophageal echocardiography (tee) a thrombus was found on the threaded insert of the closure device. The patient will continue on oral anticoagulation.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date is an approximate date as the real implant date is not known.